Event description:
It was reported that the ilet bionic pancreas experienced signal loss from a newly applied dexcom g7 sensor, resulting in dosing stopping soon and device alerts indicating sensor failure and sensor reconnecting, while the dexcom mobile app continued to display glucose readings. Symptoms included risk of missed automated insulin dosing due to absent sensor data. Outcomes included interruption of automated therapy and need for user intervention. Investigation included troubleshooting and education with the user, including verifying sensor status, toggling the cgm configuration from g6 back to g7, and repairing the sensor connection, with instruction to allow time for pairing and to call back if further assistance was needed. Investigation of this case revealed that communication between the ilet and the g7 sensor was interrupted while the sensor was functioning with the mobile app. It was concluded that the event was due to cgm-to-ilet communication disruption, and the device was restored to function through re-pairing guidance.